Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. This report is based on information supplied to us without our independent verification as to its accuracy, completeness or casual relationship to the product.

Event description:
It has been reported to us that while the physician was attempting to remove the aspiration catheter over a guidewire, the tip of the aspiration catheter became detached. The physician inserted the aspiration catheter over a guidewire and felt high resistance. The physician attempted to remove the aspiration catheter and the tip of the catheter detached and remained on the guidewire. The physician was able to successfully remove the detached section. The patient is reported to be fine.